Event description:
On (B)(6)2015, the reporter contacted lifescan (B)(6), alleging an inaccurate high result of "5.8 mmol/l" on the subject meter compared to "4.7 mmol/l" on a laboratory devie, performed 10-30 minutes apart. It is unknown whether there was intervention of food and/or insulin. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.